Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this device indicated less than 6 months of battery remaining. As a result, a change out procedure was scheduled. On the day of the scheduled change out, the device indicated 2 years remaining. As a result, this device remains implanted. No adverse patient effects were reported.